Manufacturer narrative:
(B)(4). The sample was evaluated and the reported issue was not confirmed. The sample was evaluated visually and leak tested to 8 psi without finding defects in the set. Therefore, root cause could not be determined. No issues were noted during the batch review.

Event description:
The customer reported a leak found during priming of an infusion set. No patient injury of medical intervention were reported for this event.